Event description:
It was reported the pt did not charge his scs ipg for approximately a year. A sjm representative met with the pt and was not able to communicate with the pt's scs ipg using external devices. The representative stated the pt programmer displayed a communication 'error'. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.